Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) did not deploy at the shaft during the case. There was no reported patient injury. The device was used in an unknown artery. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f device was received for evaluation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and the advancer tube were observed in their manufactured positions. In addition, the syringe was received connected to the device. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Furthermore, an unknown procedural sheath was locked onto the device with blood noted in the sheath; and no damages were observed to it. Dimensional analysis was performed to verify the advancer tube¿s length, and the distance between the proximal and distal tamp locks was measured and noted to be within specification. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed to be properly engaged to the proximal tamp lock during the device failure investigation. Furthermore, the sealant was deployed successfully. Per microscopic analysis, the tamp locks were examined for any damage that might have prevented proper engagement with the advancer tube during the procedure under high magnification; and no damage was detected. In addition, the split was verified in the outer cartridge. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
UDI information in section d4 has been corrected.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy at the shaft during the case. There was no reported patient injury. The device was used in an unknown artery. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.